Manufacturer narrative:
.

Event description:
According to the reporter, during the procedure, the device misfired and was unable to press the handle. They used another product to resolve the issue in order to complete the case. There was no reported patient injury.